Event description:
It was reported that the customer has cracks to the reservoir compartment. The customer states that their reservoir is not staying in the insulin pump. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received missing the reservoir tube o-ring and with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the reservoir tube window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.